Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the surgical table and found that the slide motor assembly was damaged. The slide motor assembly is a gear that connects to the table top and allows the table to move. The gear within the slide motor assembly appeared to be stripped, causing the reported event to occur. The technician replaced the slide motor assembly, tested the table, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure, with the table positioned in trendelenburg orientation, the tabletop slid in a downward direction uncommanded. The patient did not fall. The table was repositioned via the hand control and the procedure was completed successfully. No report of injury.

Manufacturer narrative:
On 9/26/2018, an initial MDR was submitted for the subject event. Within (adverse event or product problem) the box for disability or permanent damage was inadvertently selected. It should have been left blank as there were no outcomes attributed to an adverse event.